Event description:
Bilateral mesa eoc uni screw fractures at l1. Broken screws attributed to a pseudoarthrosis. Pt was revised but screws will not be returned. Add'l details being obtained.

Manufacturer narrative:
According to the rep, the surgeon has indicated that he attributes this incident to the non-union. We are still working to get further details however, this MDR is being filed as a precautionary measure.